Event description:
It was reported to medtronic minimed that the customer experienced a cracks in the back of the pump. The customer reported no adverse event. The event involved product(s) pump mmt-1884l. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l and customer response was the pump mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, and scratched case in summary, customer allegation for cosmetic damage at back of the pump was confirmed during visual inspection. Damaged battery cap metal contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.